Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulties charging ipg and was completely dead. The patient underwent an ipg replacement procedure and was doing much better postoperatively. The old ipg was replaced with an MRI compatible device. The explanted ipg was discarded by medical facility.